Event description:
It was reported that during the procedure the distal tip of the subject guidewire broke off within the microcatheter. The device was removed along with the microcatheter and the procedure was aborted. There were no clinical consequences to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, an attempt was made to shape the guidewire tip. The guidewire was note to be kinked/bent at a few centimeters from the proximal end. The guidewire ptfe coating was noted to be peeling in multiple areas at a few centimeters from the proximal end. The guidewire was returned broken in two segments. In proximal segment, the nitinol tubing was seen broken with the core wire exposed. In the distal segment, the nitinol tubing was seen broken with no core wire exposed. The core wire distal end was observed through the distal tip dome, hydrophilic coating was seen hydrated and no other anomalies were noted. Functional inspection could not be confirmed as the device was returned damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to preparation of the devices, no anomalies were noted to the devices during initial inspection and preparation, and the devices were prepared as per the dfu. The distal tip of the wire broke off inside the microcatheter, the device was removed when the microcatheter was removed. During analysis, the guidewire was noted to be kinked/bent at a few centimeters from the proximal end. The ptfe coating was noted to be peeling in multiple areas at a few centimeters from the proximal end, the peeling most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. The guidewire was broken in 2 segments with core wire exposed at the proximal segment. The core wire was exposed at the fracture point which indicates the guidewire encountered excessive force and manipulation such as bending and torsion during the procedure which resulted in the observed damage. An assignable cause of procedural factors will be assigned to the as reported as well as the as analyzed event 'guidewire distal tip broken/fractured during use' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of handling damage will be assigned to the as analyzed events 'guidewire ptfe coating peeling' and 'guidewire kinked/bent' as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure the distal tip of the subject guidewire broke off within the microcatheter. The device was removed along with the microcatheter and the procedure was aborted. There were no clinical consequences to the patient due to this event.